Event description:
After a refill, it was reported that the patient's healthcare provider "realized that the concentration was different and the patient would probably be overdosed." The old and new concentrations were 500 and 2000 mcg/ml, respectively. Later that day, it was reported that "the problem was taken care of." The medication used within the system was unknown, and no patient symptoms were reported. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the healthcare provider programmed the patient for 2000 mcg/ml but it should have been 500 mcg/ml. As soon as the patient left, the healthcare provider called the patient back and fixed it. The medication used within the system was lioresal.

Manufacturer narrative:
Product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).